Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred post-deployment. The target vessel being treated was located in the severely calcified and moderately tortuous ostium of the left main coronary artery. The unspecified size ion stent delivery system was advanced to the lesion and deployed. Following deployment the physician believes the 7 french guide catheter made contact with the proximal end of the ion stent and caused the stent to compress. An additional 4.00x8mm ion sds was advanced and deployed in the ostium of the left main. The procedure was considered completed at this point. No patient complications were reported and the patient's status is fine.